Event description:
IV fluid was infusing in the central line. Upon entering the patient's room, staff noted the patient's bed and gown were wet with the IV fluid. Upon inspection, the tip of the IV infusion set had broken off in the ultrasite valve. There was no harm to the patient.